Event description:
It was reported that an ilet device displayed malfunction alert 57 during a meal announcement and became unresponsive, preventing dismissal of the alert, after which the user restarted the device via the mobile app and successfully reconnected to administer a meal bolus; blood glucose was 198 mg/dl, and no symptoms were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified in association with a software runtime error alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.